Manufacturer narrative:
The device was returned to olympus for inspection. As a result of inspection, only appearance failures were confirmed. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. A degradation and environmental temperature problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a faulty electro-pneumatic proportional valve, leak from the first pressure reducer valve, and heavy condensation from the first pressure reducer valve. There was no patient involvement.